Event description:
It was reported that three cypher dorsal height adjusters with damaged tips were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report one of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.